Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the report issue could not be determined.

Event description:
While searching #vocsn online, ventec became aware of an incident involving a patient. The patient advised that the lcd touchscreen on their device had locked-up and become unresponsive. The patient's caretaker was present and was able to place the patient on their backup ventilator for care. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, ventec is unaware of the serial number of the device involved. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.